Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery. A 4.00mmx12mm nc emerge® balloon catheter was advanced for pre-dilation. However, on the first inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was blood and contrast in the balloon. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. A stream of water was found to be coming out from the balloon. Microscopic inspection revealed a pinhole in the balloon material, 11mm from the tip of the device. Microscopic inspection of the markerbands and the tip found no irregularities or defects. Inspection of the remainder of the device revealed no additional damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery. A 4.00mmx12mm nc emerge balloon catheter was advanced for pre-dilation. However, on the first inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.